Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the discovered symptom of a stuck keypad key. Eval found all keys inoperable except the on/off key due to a stuck 2nd soft key, and was caused by a failed keypad. The keypad was replaced. Baxter has initiated a CAPA tp further investigate this issue.

Event description:
During baxter's device eval, it was discovered that a spectrum pump had a stuck key. There was no pt involvement.